Event description:
Consumer complaint of about high blood results. Customer's son, (B)(6) called to report the high reading of 560 mg/dl displayed by the true result meter this morning (B)(6) 2015. (B)(6) states this caused his mother to be transferred to the hosp by the ambulance. Customer states that upon their arrival the medical responders tested the customer's glucose and the result was 178 mg/dl. (B)(6) was unable to perform blood test because customer is still in the hosp. Reviewed meter memory (customer stated that time is not correctly set): (B)(6) 2015 - 06:11 pm - 241 mg/dl; (B)(6) 2015 - 12:15 pm - 53 mg/dl; (B)(6) 2015 - 02:06 pm - 159 mg/dl; (B)(6) 2015 - 04:37 pm - 241 mg/dl; (B)(6) 2015 - 08:35 pm - 120 mg/dl; (B)(6) 2015 - 02:25 pm - 74 mg/dl; (B)(6) stated that his mom usually keeps the supplies in the bedroom. Test strips expire 06/28/2017 and were first opened 2 weeks ago. Expected blood glucose is 70 mg/dl to 140 mg/dl.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.